Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2016. Revision due to loosening.

Manufacturer narrative:
The complaint product was not received for analysis. The reported product condition of loosening was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot of 17 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. All other investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond between the implant and the bone. In a review of the labeling and 700-096-018 rev. R, it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, these issues may require a second surgical intervention or revision. The clinical risk factor for this patient is being overweight, this is a biomechanical stressor on the hip implant and could lead to early device failure. This device is used for treatment not diagnosis. Information that is missing has been requested, no new information is provided.

Event description:
No additional information has been provided about the patient or event.